Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that during a knee arthroplasty, the femoral impactor pad fractured in half.

Manufacturer narrative:
Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed the proximal surface exhibits scratches and gouging and the pad has fractured into two, with all pieces returned. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.